Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (unable to recognize an ECG signal) was confirmed. As received, the monitor was unable to recognize an ECG signal. Upon investigation, the belt receptacle was broken free from the case and unplugged j1001 on the ca board. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to recognize an ECG signal.